Event description:
As reported by the user facility: during procedure in obese male, while removing spinal needle, clinician felt needle bending, when removed, noticed needle was shorter, measured approx 4cm retained in pt. Procedure performed "using a 22 ga needle" without incident. Clinical decision is to not remove 4 cm of needle left in pt. X-ray reports the following: pt was receiving a spinal for a closed reduction procedure. Obese male. Failed spinal x 3 attempts (no csf). When removing the 3rd time between l3 - l4, it was noticed a portion of the pencan needle was broken off in pt. A final attempt made with another spinal needle and spinal successful for procedure. Post-op, x-ray showed 6.5 cm of pencan broken off in pt 23mm beneath the skin. No treatment or extraction being done, pt aware, pt discharged home and to f/u with orthopedist friday. Add'l info provided by the facility indicated: approx 4.5 cm of the needle was retained in the pt. The pt suffered no add'l adverse sequela associated with the incident.

Manufacturer narrative:
The actual needle fragment remains in the pt at this time and the remaining portion of the device has not been returned for eval. The facility did provide photographs of the sample. The photographs depicted the broken needle and a needle from inventory placed next to a ruler. Based on the returned pictures, it appears that approx 4.5 cm of the broken needle was missing. Unfortunately, the pictures provided do not have sufficient clarity to examine the point of fracture in the needle. Without the actual sample a thorough investigation could not be performed and no specific conclusions could be drawn. However, incidents of this nature have generally been attributed to the needle being subjected to some type of trauma during use that stresses the device beyond its design capabilities. The house retain sample for the reported final kit was pulled for eval. The 25ga assembled needle was dimensionally and physically tested and met all incoming specs. The photographs and all available info has been forwarded to the actual MFR for further eval. If the needle is removed from the pt or if any pertinent info is made available from the MFR, a f/u report will be filed.